Event description:
The complainant reported that the clinicians were performing the therapeutic procedure of implanting a nephrostomy drain in pt. During the procedure the accustick ii catheter introducer's radiopaque marker separated from the device while the clinicians were working in the pt's kidney. The physician was able to successfully retrieve all fragments from the pt with the aid of a snare. The complainant reported that the pt is fine, and that there were no pt complications as a result of the reported problem.

Manufacturer narrative:
A device history record review was performed. All records appeared normal and no related quality issues or mfg deficiencies were noted at the time of manufacture or at incoming inspection. A lot history search was performed and found 2 similar complaints have been reported from this lot number. A total of 3 complaints have been reported for product from this lot. All 3 complaints were reported by same customer at the same time. During the eval of the returned device the radiopaque band was found to have separated from the introducer. The impression of the radiopaque band on the sheath could not be clearly seen around the circumference of the sheath, indicating that the radiopaque band was attached to the sheath after MFR. There was a slightly deformed area of the sheath just proximal of the band impression. It appeared that the band slid distally up the sheath approx 3 mm, which created a slightly deformed area before separating. The radiopaque band was returned intact. Marks on the sheath indicated it slid proximally up the sheath during insertion. The radiopaque band was found to be slightly crushed and deformed. No cracks of other abnormalities were found with the band to indicate why it separated from the sheath. The tip of the sheath was found to be damaged. It appeared that during the event the tip contacted a sharp edge that produced a small tear in the tip. The tip of the introducer is very thin and easily damaged when not being supported by the two guidewires which are included in the kit. The most likely root cause of this complaint is a mfg error that resulted in the ro band for this device not being assembled securely to the sheath. The may 2007 15-month accustick complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.